Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s jaws broke during a laparoscopic hysterectomy and had loss of grasping function due to damage of the grasping part. The jaw fell probably in the vagina and was retrieved. The procedure was completed with another device. There were no patient issues, serious deterioration of the patient's heath, or complications reported.

Event description:
This report is being supplemented to update the lot number and component code based on the returned device.